Event description:
Customer called to report that the coulter ac.t diff analyzer probe was dripping diluent. Also, customer had cycled cell control and white blood cell (wbc) vote-outs were recovered. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak. On the same day, the field service engineer (fse) inspected the instrument and could not reproduce or locate the source of the probe leak. The fse replaced the waste tubing as a preventive measure. The fse found the lyse reagent pathway to have excess bubbles, and found that the wbc bath assembly was not working properly. The fse then replaced the lyse syringe, barrel, and pinch valve (lv)9, as well as the wbc bath assembly to address the wbc vote-outs. The fse found no further evidence of leaking or wbc vote-outs. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is unknown, but was confined to the probe assembly. The issue was resolved after the field service engineer performed the services described. ((B)(4).)